Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have transmitter issues. Customer mentioned that the ems was dispatched due to low blood glucose. Customer's blood glucose was 25 mg/dl. Customer was wearing the device at the time when ems arrived. After troubleshooting, customer will not be returning the device for analysis.